Manufacturer narrative:
(B)(4). Event occurred during the week of (B)(6) 2016.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on the cystic duct and the clip fell off. The surgeon fired on the duct again and the clip fell off the duct. The surgeon used an endostitch device to ligate the duct and complete the procedure with no harm to the patient. The device was disposed of after the procedure.